Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that on 21-mar-2024, the patient experienced that the infusion set was leaking. The infusion set was in use for a few hours. No further information was available.